Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: at 22:40 on (B)(6) 2023, when patient was using an invasive ventilator, medical staff discovered that the reverse pressure sensor was defective, and the ventilator continued to alarm. No patient harm.